Event description:
It was reported the patient was admitted to the hospital at 4am on (B) (6)2010, collapsed, and resuscitated externally. At 1306 that same day, the device detected a vf (ventricular fibrillation) and gave the patient one shock. The patient "was almost on the verge of death" at that time. At 1314, it detected vf again, but aborted the shock. The patient subsequently died. The physician is wanting to check why the device was "not able to sense the vt/vf which happened in the early morning hrs of (B) (6) 2010." The cause of death has been requested and not received. It was determined the patient was not pacemaker dependent.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was admitted to the hospital at 4am on (B) (6)2010, collapsed, and resuscitated externally. At 1306 that same day, the device detected a vf (ventricular fibrillation) and gave the patient one shock. The patient "was almost on the verge of death" at that time. At 1314, it detected vf again, but aborted the shock. The patient subsequently died. The physician is wanting to check why the device was "not able to sense the vt/vf which happened in the early morning hrs of (B) (6) 2010." The cause of death has been requested and not received.